Manufacturer narrative:
As reported, the balloon of two 6/7f mynxgrip vascular closure devices (vcds) ruptured. The devices were removed without deploying the sealant. A third 6/7f mynxgrip was used, and the balloon remained intact, the sealant deployed, but it was unsuccessful in achieving hemostasis. They put in a stitch in and held manual pressure, followed by a pressure dressing after hemostasis was achieved through manual pressure. There was no reported patient injury. Devices were used in a peripheral case. The common femoral artery (cfa) access site had calcium, the user was trained to the devices. The devices were properly stored and opened in sterile field. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of any of the three devices for analysis, the reported customer complaint " balloon loss of pressure" for complaints 1 and two, and sealant failure to achieve hemostasis¿ for complaint 3 could not be confirmed. The exact cause of the issue experienced could not be determined. Based on the limited event information available for review, it is difficult to determine what factors may have contributed to the burst experienced by the customer. However, the reported calcification at the cfa access site may have been a contributing factor for the burst and the failure to achieve hemostasis, as the safety and effectiveness of the mynxgrip has not been established in patients with significant peripheral vascular disease in the vicinity of the puncture site. In addition, access site calcification can cause damage to the balloon. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of two 6/7f mynxgrip vascular closure devices (vcds) ruptured. The devices were removed without deploying the sealant. A third 6/7f mynxgrip was used, and the balloon remained intact, the sealant deployed, but it was unsuccessful in achieving hemostasis. They put in a stitch in and held manual pressure, followed by a pressure dressing after hemostasis was achieved through manual pressure. There was no reported patient injury. Devices were used in a peripheral case. The common femoral artery (cfa) access site had calcium, the user was trained to the devices. The devices were properly stored and opened in sterile field. The devices will not be returned for evaluation.

Manufacturer narrative:
This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.